Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. Evaluation of the device has not yet been completed; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.